Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shock and an error code 1005 was seen. It was indicated that the code meant that a high shock impedance was detected when the device was delivering a shock and is an indication that there was something preventing the ability to deliver a full energy shock at one point. Boston scientific technical services (ts) noted this is typically related to a lead issue like a conductor fracture but we cannot rule out an issue with the lead connection or even with the device. It would be recommend to be invasive and be prepared to replace the lead and the device. It may be possible that they find physical evidence that might reveal what the problem was such as a loose connection but if there is no evidence then it would be recommended to replace both the lead and device to assure patient safety. Further review by ts noted that the high shock impedance was delivered on the 6th shock of episode v-145 which was in reversed polarity and all other shocks in initial. The next two episodes had one shock per episode but the logbook was not showing this due to the high voltage fault. Both of these shocks were back to around 70 to 80 ohms shock impedance. The shocks before the fault were ranging from 70 to 100 ohms. Ts noted that it was interesting that only the reversed polarity shock was showing the high shock impedance which might indicate this is only a device issue but ts discussed possible lead issue scenarios that could also present like this and based on the age of the lead a lead issue cannot be completely ruled out.

Event description:
Additional information noted that the system was explanted. The device will be returned while the leads were surgically abandoned. No additional adverse patient effects were reported.

Event description:
A revision will be done to implant an s-ICD system. It was noted that the old system will not be explanted but will be deactivated.

Event description:
Additional information noted that this patient will be seen and an assessment will be performed. Possible induction testing was also discussed as well as changing the shock vector. Ts discussed to not consider programming the rv coil to can as it is known that the high shock impedance fault that was detected included a shock delivery path through the distal coil and all programmable shock vectors must include the distal coil. Ts noted that it is possible that the painless shock impedance test can show high impedance in triad and normal in rv coil to can but that test is measuring the impedance differently than when a shock is being delivered. The painless test will measure each leg of the triad individually by injecting a small current and measuring the voltage that creates and then uses ohm's law to calculate the impedance. Ts noted that when a shock is delivered the device is actually just measuring the time of the first phase of the biphasic waveform as that will be directly proportional to the overall shock impedance. Ts noted that the painless test may still show normal shock impedance but because there was the fault detected there is still less confidence that the lead and/or device is safe thus it was recommended to replace both. A possible implant of an s ICD system was discussed and ts noted that this would be fine but it will be important to be sure to either extract the leads or be sure to cap them appropriately if they are abandoned.